Event description:
A report of difficulty charging was received. The patient's database has been analyzed by a bsn representative and it has been recommended that the patient's ipg be replaced. No date has been scheduled yet.